Event description:
The nurse inserted the IV, and injected solution into the port and solution sprayed out of the rubber prn splashing the nurse in the face. A power injector was used with a psi setting of 300psi.